Event description:
When the rn was trying to place the line in the pump, the latch would not latch. The tubing was never hooked up to the patient. No harm. Tubing and pump sequestered and sent to biomedical engineering.